Event description:
The customer reported that during a case the system's collimator would not function correctly; it opened and would not close, and the iris would not open. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was replaced and calibrated. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.